Event description:
Boston scientific crm received information that this device was part of a pending system explant due to a patient infection that developed following revision of the patient's atrial lead due to the effect of scar tissue on lead measurements and function. There were no adverse patient effects.

Event description:
--

Manufacturer narrative:
The device subsequently was successfully explanted with no adverse patient effects.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the device is returned. This report will be updated if additional information is received.